Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 8.0 cm to 8.2 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise anomaly. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. Reprogramming the device did not resolve the noise issue. The lead was explanted and replaced. The patient was fine post procedure.